Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported difficulty inserting the guidewire. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were no similar events for this lot, however, av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial report filed, additional information received: arteriotomy closure was attempted after transcatheter arterial embolization of branches of the internal iliac artery.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that right femoral arteriotomy closure was attempted after an unspecified interventional procedure using a proglide device. Resistance met between the guide wire and the proglide. The proximal end of the guide wire came out of the guide wire port of the proglide device and the guide wire was then removed. Then an attempt was made to advance the tip of the guide wire into the guide wire port of the proglide device but the distal end of the guide wire did not advance. Another proglide was used to achieve hemostasis. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.